Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2005. Operative report noted patient was revised on (B)(6) 2014 due to pain, pseudotumor and elevated metal ion levels. Operative report further noted acetabular and femoral osteolysis during the procedure. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and a competitor cup and liner. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01729 & 01730).